Manufacturer narrative:
The device has not been returned to olympus medical systems corp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for klebsiella pneumoniae(>100cfu/100ml) during microbiological testing by the facility. The portion of the subject device, where the microbes were detected, was not reported. The subject device had been disinfected using unspecified automated endoscope reprocessor model with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device had not been returned to olympus medical systems corp (omsc). But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. The physical findings of the subject device were not reported. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".